Manufacturer narrative:
The device was returned and the evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to dirt on objective lens, there is a lack of image on the monitor; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending section cover or distal sheath rubber has a scratch; adhesive on bending section cover or distal sheath rubber has a scratch; objective lens has discoloration; distal end cover has a scratch; connecting tube has a scratch; due to a scratch on objective lens, flare occurs; scope cover unit has a scratch; universal cord has a scratch; switch box has a scratch; forceps elevator lever has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; control unit has a scratch; control unit has discoloration; and due to a scratch on objective lens, flare occurs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope had foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined what the foreign material was an antifoaming agent or other agent used in the endoscopy room. There was no damage to the area where the foreign material was detected. However, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: did not wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The event can be detected/prevented by following the instructions for use which state: " chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system with related equipment (inspection of air supply function, inspection of water supply)" olympus will continue to monitor field performance for this device.